Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a reading error speaker malfunction. There was no allegation of an adverse event or any pt or user harm.